Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2018-jan-30. It was specified that the pump was being used in a cardio trial and was not pain related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump containing an unknown drug with an unknown concentration and dose. Indication for use was unknown. It was reported there was a trial pump that was used by the cardio surgeon, and the pump had stalled so they replaced the pump. The pump would not be sent back to the manufacturer. The representative stated they needed the emergency pump change out a few weeks ago. The representative reported all the hcps had left for christmas and would have to get the info on (B)(6) 2017. No patient symptoms were reported. It was unknown when the event began. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received determined that the previously reported information pertains to manufacturer's report # 3004209178-2 015-25682[volume discrepancy/pump replaced]. Additional information regarding this event will be reported under that manufacturing number going forward.